Event description:
As reported, approximately 4.4 years post initial left tsa, the 77 y/o female patient had all implants explanted due to stem loosening. Patient was revised to competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays images received. The devices are not available for evaluation due to hospital does not release implants.

Manufacturer narrative:
Section d10: concomitant products - equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(4) ) - equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(4) ) - equinoxe, humeral head short, 44mm (alpha) (cat# 310-01-44 / serial# (B)(4) ) - equinoxe cage glenoid small, alpha (cat# 314-13-02 / serial# 5(B)(4) 580387) additional information, including the product investigation, will be submitted within 30 days of receipt.